Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator a diagnostic issue in which morphology values were not available. Programming changes were performed, and the issue was resolved. There were no patient consequences.